Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The x-ray tube was worked on. No further repair information is available.

Event description:
The customer reported that the 7700 system would not release radiation when the hand or foot switch was pushed. No patient injury was reported.